Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed well and dislodged. The lv lead was not used and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.